Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged moisture was present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2017 with the following findings: during investigation, the pump was returned and moisture/corrosion was observed in the battery compartment. The battery compartment was also found to be cracked. A leak test was performed and failed due to a battery compartment leak. The cartridge compartment was also found to be cracked. Unrelated to the original complaint, the display was found to be dim with a reddish hue. The pump was opened and moisture was observed throughout pumps interior.